Event description:
It was reported that the sys displayed errors and would not produce x-rays. A system restart was required. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube and performed system calibrations. The sys operates as intended.